Event description:
During an attempted novasure procedure, the physician had some difficulty positioning the array of the disposable device inside the uterine cavity. Before proceeding, the physician did a hysteroscopy and noted a perforation at the fundus. The procedure was abandoned and the pt was discharged home with prophylactic antibiotics (medication unk). Additional info was received on (B)(6) 2010. The pt returned to the hospital 24 hours later and presented with peritonitis. She was treated by a different physician who prescribed intravenous (IV) antibiotics (medication unk). The pt was discharged (B)(6) 2010, with augmentin. This physician reported "the perforation [was] consistent with that of the sound used." A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).